Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with MFR report numbers: 3005168196-2015-01026, 3005168196-2015-01027, 3005168196-2015-01029, 3005168196-2015-01030. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician noticed significant tortuosity and met resistance while advancing three different ruby coils through another manufacturer's microcatheter. The ruby coil pusher assembly of all three coils kinked and were all removed. The physician noticed that there was a kink in the microcatheter and decided to switch it out for a px slim delivery microcatheter (px slim). The physician successfully deployed and detached two new ruby coils in the aneurysm using the px slim. However, during the last 2 attempts to deliver two new ruby coils in the aneurysm, they broke in the px slim and were safely removed from the patient. The procedure did not continue any further. There was no report of an adverse effect to the patient.